Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of above 500 mg/dl range with moderate ketones. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.